Manufacturer narrative:
Continuation of d10: product ID: 8784, lot#serial#: (B)(6), implanted: on (B)(6) 2024, explanted: on (B)(6) 2026, product type: catheter, product ID: 8784, lot#serial#: (B)(6), implanted: on (B)(6) 2024, partially explanted: on (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot#: (B)(6), ubd: 17-may-2025, UDI#: (B)(4); product ID: 8784, serial/lot#: (B)(6), ubd: 22-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving morphine (5.0mg/ml at 1.24mg/day) and clonidine via an implantable infusion pump for unknown indications for use. It was reported that the patient had a possible pump malfunction and catheter kink. The issue was catheter kinking, and it was indicated that a contributing factor was the pump flipping. A dye study and revision was performed, and the pump and catheters were revised and replaced. The issue was resolved at the time of the report and the pump and one catheter would be returned to the manufacturer. Additional information was received from the manufacturer's representative (rep) and was confirmed/provided by the healthcare provider (hcp) on (B)(6) 2026. It was reported that the 'possible pump malfunction' was in relation to the assumed pump flipping. The results of the dye study was very slow aspiration due to the catheter kinks. The reason for the explant of each catheter was a kink observed by the hcp.

Manufacturer narrative:
H3. The pump and catheters were received 2026-apr-30, however analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.